Event description:
Info received indicates the head hi/low function will not lower to the low limit, unless the function is raised to the upper limit first.

Manufacturer narrative:
Loss of the head hi/low function will not allow the bed to go into trendelenberg. The facility has not completed repairs to the bed.